Event description:
Note: this report pertains to one of two captivator snare used in the same procedure. It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the physician noticed that there was no current during cautery resection. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.